Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Programmer powering off could not be confirmed or reproduced. Error codes were confirmed in the device logs. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut off without prompt. It was further reported that programmer displayed a black error screen on multiple occasions. The programmer was returned for service. No patient complications have been reported as a result of this event.